Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens has assessed the reported event and concluded that the cause of this event was the introduction of ferromagnetic pieces into the mr examination room and therefore, a user error. Due to the strong magnetic field, particular safety measures have to be adhered to in order to prevent injuries. Therefore, the magnetom avanto operator manual section a.2 and the magnetom system owner manual section a.1 provides clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of magnetisable objects into the magnetic field is contrary to the statements given in the operating instructions. Furthermore, special warning signs are posted at the entrance of the controlled access area (magnet room).

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom avanto system. It was stated that a patient's cane got caught in the magnetic field and was pulled into the magnet. As the cane was drawn to the magnet, it struck the technologist on the hand causing a deep cut which had to be sutured.